Event description:
Customer reported false negative urine hcg pre-op pt. Pt had surgery in 2009 and tested negative for urine hcg morning of the surgery. Pt had an ultrasound one week later, which showed pt was 6 weeks pregnant. Pt had depo shot one month prior, where urine hcg test was negative.

Manufacturer narrative:
The investigation of the false negative urine hcg complaint was evaluated with using retention devices and returned devices of lot hcg8120003. Summary of investigation for retention devices: the retention meets qc specification. Corrective positive results were observed when tested with 20miu/ml hcg urine control at 3 minutes read time. The 100miu/ml and 240.0iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Summary of investigation for returned devices: the retention meets qc specification. Correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minutes read time. The 100miu/ml and 279.2iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Conclusion: the retention and returned devices met qa specifications. No false negative results were observed. Complaint was not confirmed. Nothing abnormal found in batch records during review. No corrective action required as no product deficiency was established.